Event description:
It is reported that the surgeon attempted to impact the medial side numerous times but the articular surface would not completely seat. A new surface was opened and appeared to seat completely after using the same impaction technique.

Manufacturer narrative:
Eval summary: the damage indicates that the articular surface was not correctly placed and oriented before it was inserted. It is possible that the problems encountered are related to surgical technique. Device history records indicate that the articular surface was manufactured and inspected to spec. The measured dimensions were found to be within spec as received. Visual examination reveals heavy gouges on the condylar pads and anterior snap lock area, and damage to the posterior edge of the articular surface that mates with the tibial plate.